Manufacturer narrative:
Patient initials - (B)(6).

Event description:
It was reported that the t1 and t2 anchors deployed simultaneously during a meniscus repair. Both anchors and suture were removed from the patient. No delay was reported, and the procedure was completed with a backup device. No patient injury or complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in fair condition. The complaint reported simultaneous deployment. The complaint indicated that t1 was broken and removed, but it was not returned. T2 and partial torn suture were returned but freed from the delivery needle. The depth limiter is gouged up. The delivery needle is bent. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional test indicates that the system cycles and actuates as intended. No mechanical issue was found with the device returned. The root cause of this event was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.